Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 300 mg/dl at the time of the incident and current blood glucose was 417 mg/dl. The customer was treated with manual insulin injection at doctor¿s office and was on back up plan now and disconnected. The customer had symptoms such as nausea and diabetic ketoacidosis. It was reported that the blood glucose was high. The customer was advised if unable to change infusion set following test they will need to call back to perform test when another set is available. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the dat test at 0.08710 inches. Drive support cap was inspected and no anomaly was noted. Pump received with corroded battery tube noted.